Event description:
A malfunction alarm occurred with a code indicating a software error, identified as malf 15. There was no reported adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump, and after resetting, the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any malfunction code reappears, which the customer acknowledged and understood.